Manufacturer narrative:
G4: 23sep2020. B4: 28sep2020. Failure analysis on the returned power management (pm) board shows that during visual inspection of the power management (pm) pcba found j10 connector damaged and c138 broken off. The j10 connector was repaired and c138 was repaired. The customer complaint of system rebooting was not duplicated. The damaged connector and missing cap did not produce any failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 01 apr 2020. The customer reported that the unit was in use on a patient at the time of the reported event; however, there was no patient harm. Due to the limited information that was provided, provision of medical intervention to prevent/preclude harm could not be confirmed, and therefore, has not been ruled out. This event has been assessed via clinical risk review with the assumption that medical intervention was required, and therefore, shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19mar2020. B4: 30mar2020. The field service engineer (fse) replaced the power management (pm) board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported that the unit was intermittently rebooting. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.